Manufacturer narrative:
H11: section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak at the y-site of the returned 20g x 0.75¿ safestep with y-site was confirmed. The infusion set was returned with an orange swabcap® attached to the needleless injection cap. White powdered residual material was seen between the edge of the y-site and the cap. Functional testing of the infusion set revealed that the infusion set was patent to infusion and aspiration. No occlusions were detected in the device. When the infusion set was flushed through the proximal connector, an initial bead of fluid was seen between the edge of the valve and the valve housing on the y-site. A bead of fluid was also seen in this location, when the sample was accessed through the proximal connector and hydraulically pressurized. Microscopic examination of the y-site valve was unremarkable. The entire perimeter of the valve stem contacted the valve housing. No pitting or gouging was present in the valve. The blue stem of the valve moved slightly according to the pressure to which it was exposed. Under vacuum, the exposed surface of the stem was slightly drawn within the white valve housing. A positive pressure caused the top of the stem to extend slightly from the white valve housing. Any fluid that was positioned between the blue valve stem and the white valve housing appeared to be pushed out from the white valve housing under a positive pressure. No fluid bypassed the sealing edge of the blue valve stem during aspiration or infusion. Subjecting the infusion set to a sustained positive pressure revealed no continuous leaks at the y-site. Likewise, while the device was under a sustained negative pressure, no air entered the infusion set during aspiration. The product IFU warns, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ h3 other text: evaluation findings are in section h11.

Event description:
It was reported the hub of the huber needle leaked. Add info rcvd 03/30/2021: placement date: (B)(6) 2021: 5fu chemotherapy through an elastomeric pump. Was there patient harm reported?: chemotherapy leaked onto patients chest.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the hub of the huber needle leaked. Add info rcvd 03/30/2021: placement date: (B)(6) 2021: 5fu chemotherapy through an elastomeric pump. Was there patient harm reported?: chemotherapy leaked onto patients chest.